Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the liner did not seat in cup.

Manufacturer narrative:
The investigation was not able to confirm the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history loth86406 no abnormalities or non-conformances were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.